Manufacturer narrative:
The correct analysis results are now attached. The ICD and the fragmented lead complained about were returned for analysis. The clinical observation could be confirmed during the analysis of the device memory data of the ICD. In the available iegms, interference signals were detected in the atrial and in the far-field channel. However, the ICD proved to be fully functional. In particular, the ICD sensed supplied signal free of interference. The lead showed multiple signs of abrasion. Especially 23 cm distal of is-1 connector pin, the insulation was damaged due to fraying. The coating of the rope conductor to the proximal ring of the atrial dipole was damaged in this area. These damages are with high probability the cause of the clinical complaint. The position and kind of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. In addition, extraction damages were detected at the lead. The rope conductor to the shock coil was coiled in the df-1 connector and could be pulled out of the df-1 connector with slight pulling. In addition, the rope conductors had been partially pulled out of their lumen in the area of the atrial dipole. The shock coil was also deformed. The damages indicate an impact of tensile force, which was probably applied during the removal of the lead. In summary, the ICD proved to be fully functional during the analysis and met the technical specifications. The lead showed an insulation defect due to abrasion at the generator housing, which can be regarded as the cause of the complaint.

Event description:
Ous MDR - it was reported that this lead was explanted approx. 68 months after the implantation due to oversensing.